Event description:
The pt reportedly experienced loss of lock between the internal device and external equipment. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery will be scheduled.